Manufacturer narrative:
Reliability analysis inspected 1 opened sensor and performed visual inspection and found sensor with cannula broken, broken part found still in cannula tubing. The sensor was unable to confirm. Customer received sensor in said condition due to customer returned opened sensor. Also found cannula to be bent.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was 138 mg/dl. The customer stated that she received a lost sensor when she took the sensor off and noticed the cannula was completely bent over as it was not inserted into the skin. The customer will be sent replacement sensors.